Event description:
It was reported that during a right internal carotid artery stenting procedure, the 10x40 rx acculink stent jumped during deployment, not fully covering the lesion. A second unplanned stent was deployed to fully cover the lesion. There was no adverse sequela reported. One day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.